Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for no delivery five times over three days. The blood glucose reading was 121 mg/dl. The customer reported that the alarm was resolved with a complete set change. The customer reported that the alarm occurred during the manual prime. The customer was unable to complete troubleshooting at the time of the call. The customer was advised that the product would be replaced.